Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to be opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop the analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. During the first fourth firing sequences the tip of the advancer slid toward the tissue stop causing that the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible; this finding is not related to the incident reported. It should be noted that an investigation has been initiated to address the potential root of the advancer bypass issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.